Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge leaked. The cartridge was reloaded to address the issue. Customer's blood glucose level ranged between 92-190 mg/dl.